Event description:
In (B)(6) 2022, the surgeon was performing a left side si joint arthrodesis on the patient when he encountered significant bleeding. After initial incision was made, all usual steps were followed. As surgeon drilled, bleeding occurred, resulting in a decrease in blood pressure. This necessitated the use of pressors and IV fluids to stabilize patient. Bleeding was controlled by the surgeon with wound packing and direct pressure. This event did not happen as a result of a device or equipment issue. The surgeon believes it was likely a vascular anomaly. Surgery was aborted and no implants were placed.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is the surgical procedure. Bleeding is a known, inherit risk or surgery. The surgeon believes it was likely a vascular anomaly.